Event description:
It was reported that during an unknown procedure, the staple failed during the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged shrouds. Additional information was requested and the following was obtained: what type of procedure was the device used in? Please explain what is meant by, ¿the staple failed during the firing.¿ on which firing did the event occur? The analysis results found that the ats45 device was received with the firing mechanism damaged and with the handle shrouds slightly separated. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the triggers post was found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.